Event description:
The customer reported several wedges that fell out during treatment. No reports of injury.

Manufacturer narrative:
No injury was reported in this case, but wedges are quite heavy objects, and the mount is typically about 2 meters above the floor, so serious injury is possible if someone is struck by a falling wedge. Varian service representative was unable to retrieve the parts, despite repeated requests to the customer. However, the description of the events documented in the service report is consistent with a root cause of worn guide blocks being used in conjunction with bent or damaged wedge tray[s]. It is possible that one bent wedge tray can cause excessive wear on the guide block if used frequently and may have required the user to physically 'force' the wedge into the guide blocks initially. Varian's clinac safety manual advises the user that "wedge trays, shadow blocks, and other accessories can fall from the treatment head, usually as a consequence of improper installation" and varian's c series clinical user guide advises the users "after installing a wedge tray, make certain that it is fully inserted and mechanically latched. Then check the status of the indicator lamps". There is no recommended action at this time. However, events of this type will continue to be monitored. The service representative replaced the customer's wedge tray and verified function. No additional follow-up to this MDR is expected.